Manufacturer narrative:
This report is filed november 29, 2013.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Per the clinic, the patient was hospitalized on (B)(6) 2013, due to an infection. During the hospitalization, intravenous antibiotics were administered (dose and type not reported). The patient was discharged from the hospital on (B)(6) 2013. The patient was reimplanted with a new device on (B)(6) 2013. (B)(4).

Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2013, to remove the internal device due to infection. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013. Reimplantation is planned but has not taken place at the time of this report.